Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient had a sudden increase in hand tremor within the last week prior to this report. It was also reported that the patient was not getting any connection on the right side the day of this report. The patient had seen their healthcare professional (hcp) on (B)(6) 2017 and everything seemed to be okay and there was no concern. It was noted that the patient would be following up with an hcp. No further complications were reported. Refer to manufacturer report #3004209178-2017-06664 for details pertaining to the reportable related event.